Manufacturer narrative:
Summary of event: a representative of shanghai hongfan tradig co.(g p) informed cook on 18jul2023 of an incident involving a ncompass nitinol tipless stone extractor (rpn: nct4-024115) from lot # 15118917. It was reported that the sheath was found broken near the handle prior to use on (B)(6) 2023. The device did not make contact with the patient. The user completed the procedure with a new same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 15118917. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot 15118917. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1; 'ncircle, ncompass, and nforce stone extractors'] did not provide any information related to the reported issue. Visual inspection of the returned complaint device was also conducted. One 'ncompass nitinol tipless stone extractor' was returned for investigation. Upon visual examination, it was noted that the support sheath was severed 1mm past the mlla and approximately 2cm of the cannulated handle and 2mm of the coil were exposed. Ultimately, the basket was unable to function due to the sheath damage and yellow support sheath separation from the handle. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the package prior to an unknown procedure, the sheath near the handle of the 'ncompass nitinol tipless stone extractor' was found broken. The device did not make contact with the patient. The user completed the procedure with another 'ncompass nitinol tipless stone extractor'. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.